Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right ventricular lead was trending with higher and higher thresholds recently over the last 6 months. The lead was capped and replaced on (B)(6) 2020. Post procedure, the patient was admitted to the hospital for pneumothorax. The patient remained stable in the hospital and was discharged.